Event description:
It was reported that during an unknown procedure, a registrar was operating on an emergency list and was given a ntlc having only previously used a tlc. He had a problem with the gun and the result of which was a disrupted staple line which appeared to only staple on one side of the staple line and not form on the other side of the cut line. It is unknown if another device was used to complete the procedure. There was no patient consequence reported. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.